Event description:
The prosthesis was implanted on (B)(6) 2024 while the packaging stated the expiry date as 31/01/2024. [Customer].

Manufacturer narrative:
Off label use, as the expiry date was exceeded by 12 days before use.

Event description:
The prosthesis was implanted on (B)(6) 2024 while the packaging stated the expiry date as (B)(6) 2024. Customer.

Manufacturer narrative:
Off label use, as the expiry date was exceeded by 12 days before use. This is the final supplemental report, the complaint is closed.